Manufacturer narrative:
The reported device has not been received. The product was not evaluated. The cause of the event could not be conclusively determined from the available information. Should the device be received for evaluation, new information shall be submitted in a follow up report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex embolization device (ped) did not open at the distal segment during a flow diversion procedure. The ped was used to treat a patient's cerebral aneurysm located at proximal middle cerebral artery. When the ped distal segment did not open at the targeted location, the physician resheathed the braid and deployed the braid for a second time. The braid remained not opened. The physician opted to resheath and remove this ped from the patient. Upon removal, the ped braid deployed at the microcatheter hub. A new ped was used to complete treatment for the patient. No injury reported.

Manufacturer narrative:
Date mftr rec. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex braid was returned for evaluation without the pushwire as it was likely discarded. The pipeline flex braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline flex braid appeared fully opened with moderately frayed at both ends. No other anomalies were observed. Based on the analysis findings, the customer report of failure to open at the distal end could not be confirmed and the event cause could not be determined, as the returned pipeline flex braid was found fully opened with moderately frayed at both ends. Possible contributing factors include damaged braid and patient¿s vessel tortuosity. The damage to the braid on the ends of the pipeline flex shield is likely the results of the customer re-sheathing the device more than recommended two times. Per our instructions for use (fu): "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demons trates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.